Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17666255m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. Initially during the procedure, the catheter would not deflect to specification. Therefore, they changed the catheter to complete the procedure. No patient consequences were reported. This issue was assessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster failure analysis lab received the device for assessment. On (B)(6) 2018, it was discovered that the peek housing was broken with wires exposed. After further assessment on (B)(6) 2018 , the scanning electron microscope (sem) results showed evidence of stress marks, mechanical damage and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The returned condition of the peek housing was broken with wires exposed and the results of the sem which showed a hole on the surface of the peek housing have been assessed as a reportable. Therefore, the awareness date is (B)(6) 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter would not deflect to specification. Therefore, they changed the catheter to complete the procedure. No patient consequences were reported. The returned device was visually inspected and the peek housing was found damage with exposed wires. Then per the event, a deflection test was performed and the catheter passed. Additionally, per the damage observed a scanning electron microscope (sem) testing was performed and the results showed evidence of stress marks, mechanical damage and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. Based on available analysis finding results, the damage observed does not appear to be caused by any internal biosense webster, inc. Processes, it could be related to the handling of the device. Manufacturer's reference number: (B)(4).